Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage during use. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead helix would not fully deploy. The lead was removed and an alternative lead was placed without incident. No patient complications have been reported as a result of this event.